Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance to the customer to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future issues.